Event description:
Customer reported he experienced low blood glucose of 29 mg/dl a couple of days ago and on another occasion the sensor read 140 mg/dl but when he checked, his blood glucose was 40 mg/dl. Customer stated he has kidney issues. Customer calibrates 5 times a day. Customer stated he has experienced a lot of sensor discrepancies where he has had low blood glucose and the sensor does not alert him because it is reading higher. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.